Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that the system had no image on the monitor at boot up. The system was rebooted and the monitor image returned. No pt injury was reported.